Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. Programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. It was reported that the customer had recurring high bgs for the past week and ended up in hospitalization. The customer stated that they had just been home for a few hours and bgs rose again after returning to pump use. The customer was not confident with the pump and requested a replacement.